Event description:
It was reported that an unspecified quantity of acd valve sets leaked while in use on an em2400 compounder. The issue was described as, one bag that did not require lipids, was found to be cloudy. The compounded bags went to patients and were infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.